Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/06: [missing records: records for the traumatic hernia repair were not provided.] (B)(6) 2008: [illegible] healthcare. (B)(6), md. Consultation. Left inguinal hernia, in a motor vehicle accident in 2006, had extensive abdominal surgery. Abdomen exam: well healed midline incision extending above and below incision, area of firmness 10 cm to the left of midline, no distinct bulge. Impression/plan: left flank pain/hernia, CT scan abdomen/pelvis, return to office after CT. ??/??/08: [missing records: records for the CT scan ordered on (B)(6) 2008 were not provided.] (B)(6) 2008: (B)(6) hospital. (B)(6), md. Assistant: (B)(6), md. Operative report. Preoperative diagnosis: left abdominal flank recurrent incisional hernia. Postoperative diagnosis: left abdominal flank recurrent incisional hernia. Operation performed: repair of recurrent incisional hernia, abdominal wall/left flank. Findings: ¿the patient was placed in the right lateral decubitus position after good general endotracheal anesthesia was achieved. Beanbag was used. The skin of the left abdomen and flank was prepped and draped in standard fashion. A transversely oriented skin incision was made directly over the palpable bulge and fascial defect, and dissection was carried down to the hernia sac. The hernia sac was carefully followed down to the fascia and the fascial edges were well defined. The fascia was cleared within the abdomen for at least 2 to 3 cm. The __ [sic] suture passer was used to place 8 sutures. These constituted 4 corners and 4 intervening sutures. Skin incisions were made around the incision sire to accommodate this. Gore-tex suture was passed and a piece of dualmesh was placed within the abdomen. Once all sutures were placed, they were carefully tied in order to avoid incorporating and intraabdominal viscera. Two blake drains were placed over the mesh, and then the subcutaneous tissue and skin were closed in layers. Sterile gauze dressings were applied. The patient tolerated procedure well with an estimated blood loss of 50 cc. Sponge, instrument, and needle counts were correct.¿ (B)(6) 2008: (B)(6) hospital. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 06240854. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/06240854) was implanted during the procedure. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Discharge summary. Repair of recurrent incisional hernia with mesh. Previously injured in an automobile accident, had left lateral abdominal hernia from that, previously repaired. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Emergency room visit. Abdominal/left lower quadrant pain since being discharged after hernia repair, worse with movement, cough, deep breathing. Abdomen exam: tender to deep palpitation. Impression/plan: given morphine, CT abdomen suggested constipation; magnesium citrate, discharged home ambulatory and pain free. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: hernia repair, pain while coughing. The liver is enlarged. There is a large amount of stool throughout the colon. There is a defect involving the fascia of the left flank, superior and lateral to the left iliac bone. The defect is situated between the musculature of the left abdominal wall and a piece of prosthetic mesh, measuring approximately 5 cm in transverse dimension. Fat herniates through the defect into the subcutaneous tissues. Two drains are noted within these tissues. There is a tiny pocket of fluid within the retroperitoneum, just anterior to the defect measuring 3 cm. There are no intraperitoneal fluid collections identified. There is no herniation of bowel. The linea alba is attenuated. Multiple, tiny defects appear to be present, containing fat. Impression: defect involving the fascia of the left flank as above, possibly reflective of a recurrent hernia. Correlation with the patient's operative procedure is recommended. No evidence of bowel incarceration or obstruction. Significant amount of stool, suggesting constipation. (B)(6) 2009: (B)(6) clinic. (B)(6), md. Consultation. Recurrent traumatic hernia and small incisional ventral hernias. Involved in motor vehicle accident 2005, states that he had bulge from very beginning, CT obtained by dr. Zwimmer revealed it was a traumatic hernia which he repaired in 2006. Hernia reoccurred, re-repaired in (B)(6) 2008. Hernia has reoccurred again about 6 months later. States area is numb, bulging more causing him to strike the area by mistake in doorways, hears gurgling from region. Bowels are loose. Abdomen exam: obvious recurrence of left flank and small midline defect, mid upper incision. Impression/plan: delayed diagnosis of traumatic hernia status-post 2 repairs, now with second recurrence over iliac crest with appears to be two pieces of indwelling mesh, asymptomatic small hernias in midline incision. Asked for current CT scan, op reports, once received will call patient to discuss options. I suspect this will need to be repaired with permanent mesh. (B)(6) 2010: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis (es): multiply recurrent traumatic flank injury. Postoperative diagnosis(es): multiply [sic] recurrent traumatic flank hernia. Procedure performed: removal of prior mesh. Repair of multiply recurrent flank hernia with gore-tex/marlex underlay and mitek bone anchors. Co-surgeon: edward j. Quebbeman, md (present for placement of the anchoring mitek bone sutures.) Assistant(s): lisa m. Mcelroy, md. Indications: this is a 37-year-old gentleman who was involved in a motor vehicle collision in 2005, at which time he was an unbelted driver who was traveling high-speed and ran into a ditch and hit a tree. He sustained t6 and t7 fractures, a left scapula fracture, a right knee dislocation, a left tibia-fibula fracture, and a left flank hematoma. He states he had a bulge from the very beginning, but he was told it was a hematoma. A cat scan obtained by dr. Zimmer in muskegon, michigan, later revealed it was a traumatic hernia, which he then repaired in january of 2006. The hernia subsequently recurred and was repaired by dr. (B)(6) at (B)(6) in (B)(6) of 2008. The hernia recurred again about 6 months later. The patient states the area is numb but that it is bulging more and more and causes him to strike the area by mistake in doorways. He also hears gurgling noises in the area. His bowels are loose and worse with fatty, greasy foods. He has never had a colonoscopy. He used to install carpeting but is currently laid off. He is going to school to become a radiology technician. He suffers from chronic pain related to all of his injuries and is on oxycodone and ibuprofen through his primary care. He does state he gets heartburn and his stomach hurts, and he believes this is due to his medications. He has tried to lose weight. He does not exercise. His preoperative imaging revealed that he had 2 pieces of mesh which had essentially torn away and were somewhat in a conglomerate with tissue herniated around it, basically over the left iliac crest. He is taken to the operating room today for repair of his hernia. Description procedure: ¿the patient was taken to the operating room. After general anesthesia and IV antibiotics were given, he was placed in the right lateral decubitus position on a beanbag and with an arm rest, and prepped and draped. I first resected his scar using electrocautery. I then cut directly down onto the region of the hernia, entered the hernia sac, reduced the incarcerated contents very carefully with a lysis of adhesions, and then resected the majority of the hernia sac. I then cleaned up all of the edges around the defect. The defect itself was approximately fist-sized and an oblong nature, with the majority of the attenuated tissue and hernia protruding directly in a posterior trajectory over the iliac crest. Once we had defined all of the edges, it was noted that he had good muscle layers on the cephalad and upper aspects of the defect. We had good tissue toward the posterior aspect of the defect; however, the inferior aspect was only iliac crest. At this point, we used a mitek device to anchor 2-0 vicryl sutures into the bone itself. We placed 3 separate mitek sutures into the bone and brought a piece of gore-tex and marlex mesh. We then laid the gore-tex toward the retroperitoneal tissues, the marlex up toward the undersurface of the flank fascia, and first tied down these sutures in sequence. We then trimmed the mesh as we went and secured the remainder of the mesh to the edges with a good overlap using interrupted horizontal mattress 0 prolene sutures. This covered the defect nicely. We were then able to reapproximate healthy tissue overlying the mesh so it was not exposed. I then placed a 19-french round, nonfluted jp drain in the subcutaneous tissues with exit out the left lower quadrant. The drain was secured to skin with nylon suture. We closed the subcutaneous tissues with vicryl and closed the skin with a running subcuticular monocryl stitch. There were no complications. Needle and sponge counts were correct. The patient was extubated and returned to the floor in a hemodynamically acceptable condition.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Pathology. Accession #: 1-s-10-02792. Specimens: a) scar (gross only), b) mesh (gross only), c) hernia sac. Clinical notes: left flank hernia. Diagnosis: a) scar, excision: consistent with healed scar only. B) mesh, removal: malleable, synthetic mesh material. C) soft tissue, hernia sac repair: fibroadipose tissue with fibrosis and scant focal chronic inflammation. A) the specimen is labeled ¿scar (gross only)¿. Received in formalin is a 17.5 x 0.6 x 0.5 cm roughly elliptical portion of tan-gray skin and underlying pink fibrous tissue. The skin surface is composed entirely of a well-healed firm scar. No masses or lesions are grossly identified. No sections are submitted for histology. B) the specimen is labeled "mesh (gross only)." Received in formalin is a 7.0 x 7.0 x 0.5 cm portion of malleable synthetic pink-tan mesh material which is partially covered on one surface by pink-gray fibrous tissue. No masses or lesions are grossly identified. No sections are submitted for histology. Gross examination only. C) the specimen is labeled "hernia sac." Received in formalin are two fragments of lobulated yellow-red fibrofatty tissue which are partially covered by purple-brown fibromembranous tissue. The fragments are 2.0 x 1.5 x 0.5 cm and 12.0 x 5.0 x 2.0. Each fragment is sectioned to reveal an unremarkable soft yellow-tan lobulated cut surface with no mass lesions present. (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Discharge summary. Admitted for hernia repair, had return of bowel function on post-operative day 2, tolerated diet, discharged home in satisfactory condition. Do not lift more than 10 lbs for 6 weeks. (B)(6) 2010: (B)(6) clinic. (B)(6) , md. Office notes. New problem of left lower quadrant abdominal pain after persistent coughing spells. He is back at work, needs to lift 80 lbs intermittently for his job. 206 lbs. Impression/plan: I cannot palpate any bulges, will get CT abdomen to make sure no issues with repair. (B)(6) 2010: (B)(6) hospital. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: patient with a history of traumatic left flank hernia with two initial unsuccessful surgical repairs and a final repair with composite mesh underlay and mytex bone anchors. Patient now represents with left lower quadrant pain for evaluation. Findings: the left lumbar hernia repair is intact. Focal soft tissue thickening at the lateral border of the inferior perirenal fascia is presumed to represent conglomerate fibrosis. The inferior aspect of the transversus abdominis muscle and internal oblique muscle appears replaced by prosthetic material. There is a small organized seroma superficial to the external oblique muscle at the repair site. Bone anchors are noted in the iliac crest. There is no inguinal or femoral hernia. No findings of a spigelian hernia. Impression: intact left lumbar hernia repair. No findings of spigelian inguinal or femoral hernias. (B)(6) 2015: (B)(6), md. Radiology-CT abdomen/pelvis. Clinical information: chronic abdominal pain. Had 3 hernia repairs. Now left-sided ¿knot¿. Findings: mild diverticulosis. Displacement of left flank musculature from ilium. Impression: status post left flank/lumbar hernia repair presumed. Defect with separation of musculature from ilium as before and protrusion of fat as before. The focus deep to it is likely postoperative, has not enlarged. Small periumbilical hernia. (B)(6) 2016: (B)(6) clinic. (B)(6) , md. Consultation. Recurrent midline incisional palpable, reducible, tender, recurrent left flank hernia. 4 prior attempts at flank hernia repair, midline hernia became most symptomatic in the last 6 months. Symptoms/injury did not occur at work. Pain is sharp, throbbing, consistent, reports abdominal pain, nausea, constipation. 240lbs, current smoker. Impression/plan: midline incisional palpable, reducible, tender and left flank hernia, incarcerated. Recommended laparoscopic incisional hernia repair with mesh and left lank hernia repair with mesh. (B)(6) 2016: (B)(6) hospital. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: severe ventral abdominal hernia pain, concern for incarcerated hernia. Findings: lower chest: heart is normal in size. Mild dependent atelectasis bilaterally. No pleural or pericardial effusions. Upper abdomen, liver and bile ducts: no suspicious focal liver lesion. Subcentimeter left hepatic lobe lesion is unchanged and likely represents a small cyst or hemangioma. Portal vein and hepatic veins are patent. No biliary dilatation. Gallbladder in situ. No gallbladder wall thickening or pericholecystic fluid. Pancreas: normal. Spleen: normal. Retroperitoneum adrenals: normal. Kidneys: normal. Lymph nodes: no lymphadenopathy in the abdomen or pelvis. Bowel/peritoneum: bowel: normal in caliber and wall thickness. There is some nonspecific fatty signal seen within the wall of the terminal ileum which is nonspecific but can be associated with prior inflammation, stable. Free air or fluid: none. Vasculature: visceral arteries and portal venous system are normally patent. Pelvis: no abnormality. Bones: no significant lesion. Multilevel degenerative changes of the spine. Other: there are multiple small fat-containing ventral abdominal hernias with surrounding fat stranding suggestive of acute inflammatory change. Stable fat-containing periumbilical hernia. A somewhat triangular soft tissue nodule seen within the left retroperitoneum (series 2, image 109), stable. There are associated postsurgical changes also appreciated within this region appearing similar to prior. There is a persistent fat containing left lumbar hernia. Impression: multiple fat-containing small ventral abdominal wall hernias with mild surrounding soft tissue stranding suggesting inflammatory change. Stable postoperative changes of the left flank with stable fat containing left lumbar hernia. (B)(6) 2016: (B)(6) center for advanced care. (B)(6), md. History and physical. Complaints of abdominal pain associated with hernia for more than a year, presents now for hernia repair. Heavy lifting more than 50 lbs, strenuous activity. Smokes, 239 lbs. (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Operative report. Resident assistant: munyapadzi chimkangara, md. Preoperative diagnoses: recurrent left flank hernia. Midline incisional hernia. Postoperative diagnoses: recurrent left flank hernia (3 cm craniocaudal x 6 cm wide). Ventral hernia (5 cm wide x 10 cm craniocaudal). Procedure performed: laparoscopic left flank hernia repair with 15 cm round coated symbotex mesh. Removal of left flank hernia mesh plug with nerve entrapment. Laparoscopic midline incisional hernia repair with 15 x 20 cm piece of coated symbotex mesh. Indications: the patient is a 44-year-old man with a history of a traumatic accident where he was noted to have a left flank hernia. He had this repaired a number of times and he presents today with recurrence as well as midline hernia. Procedure: ¿after informed consent was obtained from the patient and preoperative antibiotics and subcutaneous heparin were given, he was brought to the operating room, and general endotracheal anesthesia was initiated. A foley catheter was placed using sterile technique, and the patient's abdomen was prepped and draped in the usual sterile fashion. Local anesthetic consisting of 1% lidocaine with epinephrine and 0.5% marcaine plain were used and injected in the left costal margin, and a 5 mm incision was made and a 5 mm optical trocar was inserted in the patient's peritoneal cavity using optical technique and pneumoperitoneum was initiated to 15 mmhg pressure. We then were able to gain access in the left mid abdomen and were able to place a total of 3 trocars in the left abdomen and using these we were able to dissect laterally, placing the patient in the decubitus position laterally around to the hernia. We were able to feel and palpate the hernia plug and there appeared to be as if a branch of what appeared to be the ilioinguinal nerve was stuck to the plug. We were then able to dissect more posteriorly going between the psoas muscle and the quadratus lumborum where we were able to dissect the plane and visualize the hernia defect which was 3 cm in a craniocaudal direction and 6 cm wide. We then brought in a 15 cm round piece of symbotex mesh and we sewed a piece of ethibond to the middle of the mesh and then we soaked it in saline, put it in the patient's peritoneal cavity and then using the carter-thomason brought it through the center of the hernia defect, pulling it up and then tacking around the periphery. There was an area where we were able to tack it posteriorly every 2 cm along the quadratus lumborum, making sure we did [sic] tack it into any nerves and then inferiorly and medially we were able to tack it in a couple of spots where the mesh overlapped the previous piece of mesh, we used the permanent protack. Prior to putting the mesh in place, we found the hernia plug and again like we mentioned it was transected from the nerves that were stuck to it and we excised it and put it in an endocatch bag and brought it out the patients 12 mm port site in lower left quadrant. We then rolled the patient back into a supine position and we then did a continued adhesiolysis, exposing the midline hernia defects which were approximately 10 cm in a craniocaudal direction and about 5 cm wide. We brought in a 15 x 20 piece of symbotex mesh. We sewed 0 ethibond to the north, south, east, and west portions of the mesh approximately 3 cm from the edge of the mesh. We soaked it in saline, brought it into the patient's peritoneal cavity and put it up along the anterior abdominal wall and using the carter-thompson suture passer and an 0 vicryl suture. We then tacked around the periphery, placing a tack every centimeter approximately 0.5 cm from the edge of the mesh. Once this was done, we closed the 12 mm port site using the carter-thomason suture passer and an 0 vicryl suture. Of note, we were able to place two 5 mm trocars on the patient¿s right side to facilitate the hernia repair. We then removed the insufflation, removed the trocars and we closed the skin using 4-0 monocryl in a subcuticular fashion followed by dermabond and steri-strips. The patient was then extubated and transported to the recovery room in good condition. All instrument, sponge, and needle counts were correct x2.¿ (B)(6) 2017: (B)(6) hospital. Implant record. Mesh symbotex oval. (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Pathology. Specimen: explanted mesh. Diagnosis: explanted mesh, gross only: fragments of synthetic mesh, refer to gross description. Gross description: a) the specimen labeled ¿explanted mesh.¿ received fresh and transferred to formalin is a 4.4 x 3.4 x 3.2 cm irregular fragment of firm pink synthetic mesh with a moderate amount of adherent yellow adipose tissue. A representative portion of the adherent tissue is submitted in cassette a. (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Radiology-ultrasound bilateral lower extremity venous. Impression: thrombus in left intramuscular calf vein, likely soleal vein. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.